Manufacturer narrative:
Though corrections and investigation conclusions are properly shared via this supplemental MDR, this MDR is to be considered a duplicate of already submitted MDR 2243471-2021-03807. As the alleged discrepancy is on one single patient, only one MDR is required, per FDA guideline. A customer alleged discrepant results generated for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. No harm was alleged. An investigation was conducted and no product problem was identified. Although requested, limited sample run data was provided. A review of the available data suggests real target amplification for all targets. It is likely the discrepancy is due to differences in the limit of detection and technology between the two assay platforms used. As such, results with one assay may not be reproducible with a different assay. In addition, variation in the viral load of the different sample collections and cross-contamination cannot be ruled out. Corrected b5 and b6 to reflect the correct test results generated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results generated for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. No harm was alleged. The patient sample initially generated a positive sars-cov-2, influenza a and influenza b result on two separate liat analyzers. The same sample was sent to a regional lab for confirmation on a cobas 68/8800 instrument which generated a positive sars-cov-2 & influenza b result. A new sample was collected from the patient and run on a different liat analyzer which was only positive for sars-cov-2. Only the recollected sample results were released. An investigation was conducted and no product problem was identified. Although requested, limited sample run data was provided. A review of the available data suggests real target amplification for all targets. It is likely the discrepancy is due to differences in the limit of detection and technology between the two assay platforms used. As such, results with one assay may not be reproducible with a different assay. In addition, variation in the viral load of the different sample collections and cross-contamination cannot be ruled out.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. The customer reported that the initial test sample with the cobas® liat® system serial # 16906 generated sars-cov-2 positive, influenza a positive and influenza b positive. A repeat of the same sample performed with the cobas® liat® system (B)(4) was also positive for all three targets. Per their lab policy/procedures, the same sample was sent out for testing. The sample was repeated with the cobas 8800 and generated sars-cov-2 positive, influenza a negative and influenza b negative. Subsequently, a new sample was re-collected and repeated with the cobas® liat® system (B)(4) generated sars-cov-2 positive, influenza a negative, influenza b negative, and these results were reported to the patient. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and results are not yet available. Per the FDA guidance two (2) mdrs will be filed one per run.